Event description:
As reported by an edwards lifesciences affiliate in france, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra (s3u) valve. No abnormalities were observed during valve preparation. During the procedure, no resistance was felt during insertion of the delivery system with valve. After the delivery system with valve exited the esheath+, the valve frame was noted to be damaged with one strut bent. No damage was observed on the esheath+. A decision was made to proceed with valve implantation, and the valve was successfully implanted without any adverse events. Imagery was received for evaluation. Per imaging evaluation, upon exiting the esheath+, the s3u valve was observed to have an outwardly bent stent strut, which remained evident following valve deployment.

Manufacturer narrative:
The investigation is ongoing.